Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on two different aviva systems within 10 minutes: (system 1) 457 mg/dl and 555 mg/dl and (system 2) 164 mg/dl. No adverse event reported. Return of both suspect devices were requested for evaluation.